Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected to be the cause of the reported noise. A revision procedure was performed where the rv lead was capped and replaced. The patient was in stable condition.

Event description:
Additional information received indicated high pacing impedance was also observed on the rv lead.